Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction the cause is not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that ultrasound gastrovideoscope exhibited foreign objects in the distal end. There were no reports of patient harm.